Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a bleeding wound on their right shoulder and the lifevest exacerbated the area. The patient¿s dermatologist prescribed antibiotic ointment and dressed the skin irritation. Follow up indicated that the skin irritation improved.